Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit had a diagnostic code 100a - da pcba adc reference failed found in the log files. It is unknown if the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
It was clarified that there was no patient involvement at the time the issue was discovered. The device was found during a recall by the progressive team. Additionally, there was no delay in therapy since the device was sitting in storage. The field service engineer (fse) was dispatched onsite and found the 100a error code in the log file. The fse replaced the power management (pm) printed circuit board assembly (pcba) and confirmed that the reported issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.